Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced hyperglycemia event on (B)(6) 2025.the patient was hospitalized for more than 24 hours. The blood glucose level was 550 mg/dl at the time of event and the patient got treated with insulin pen.the patient had ketones.the patient experienced the symptoms of tiredness and weakness at the time of the event. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 03-feb-2026 against "lot number 6009526 and similar malfunction codes: occlusion issue. Malfunction code not on list, occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined. No escalation required. The review confirmed that lot 6009526 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 03-feb-2026 against "lot number" criteria equal 6009526 and similar malfunction codes: occlusion issue. Malfunction code not on list, occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined. No escalation required. The count of complaint is 3. The complaints number are (B)(4). Device history record (DHR) review: the lot 6009526 was manufactured according to the work instruction (wi) version 81and manufactured in the multivac 12 on 03-oct-2024 with a total of (B)(4) units. The assembly: the lot 4j05599 was manufactured according to the wi version 27 and assembled in the quickset line, on 02-oct-2024, with a total of (B)(4) units. The lot 4j05600 was manufactured according to the wi version 27 and assembled in the quickset line, on 03-oct-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing: the lot 4j05594 was manufactured according to the wi version 42 and manufactured in the machine mp04, mp05, mp08, on 02-oct-2024, with a total of (B)(4) units. The DHR review indicated that during outgoing test 9(c), one sample was found with tape delaminated. An extended sampling was conducted and accepted in accordance with established procedures. Therefore, the overall review of the DHR confirms that all required process-related tests were completed and met the applicable requirements. No deviations were identified, and no maintenance events were recorded in relation to the complaint code. Conclusion: DHR review identified minor finding. It was managed according to procedure and did not impact compliance; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: the reference samples for the lot 6009526 have already been previously tested for visual inspection and tested for flow in the database complaint (B)(4) on 08-jan-2025. All test results were within specification as documented in the attached test report complaint (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. Return samples testing: returned samples from the relevant lot were requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. CAPA determination assessment - conclusion summary of complaint investigation: based on the above investigation, further investigation was required because the following threshold was met 3 or more complaints exist for the same lot and similar malfunctions. Statistical analysis result: after assessment of the failure via product trending over time with control charts, the risk has been deemed as within accepted limits. No further action is required. See attachment: form (lot 6009526) signed. Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6009526 and related malfunction codes for occlusion issue. Malfunction code not on list. More than 3 complaints were identified for this lot and based on the assessment of the malfunction and product family trending over time, the risk has been deemed within accepted level. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.